Event description:
Plaintiff alleges developing a latex allergy from her exposure to latex exam gloves. She further alleges that as a result of her sensitization to latex, she may now no longer work as a rn at any medical facility or for any medical health svc or in private practice and is now subjected to increased health risks. As a result of this disease, she has suffered substantial injury, pain and suffering as well as economic loss. Plaintiff's husband alleges loss of consortium of his wife.